Event description:
The customer tested his blood glucose and received a contour reading of 214 mg/dl. He retested his glucose using another meter and the reading was 109 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.